Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the minimed mobile association failed. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on iphone 12 mini (ios 18.1.1) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhere to the specified requirements and performed in accordance with the expectations specified in the d00780504, version e. After conducting a thorough investigation, we have identified that the user was unable to update the pump to ""step_5."" We observed that the user was moving too fast, which resulted in a situation where the pump stopped receiving install commands from the mobile application. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: - remove the battery from the pump - reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds) - turn the pump back on - restart the pump upgrade process from step 1 the pump team confirmed the issue and an esf 4934008 was created from the pump side medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.